Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2012. According to the complainant, the needle would not retract back into the sheath, during the procedure. The physician was able to complete the procedure with another injection gold probe device. No damaged to the scope was reported. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual examination found that the device returned with a kink approximately 20 cm from the distal tip. Functionally, when the handle was actuated, the needle failed to retract. The catheter was dissected and the hypotube was found to be fractured, which inhibited the needle's movement. Further material analysis of the hypotube revealed that the fracture occurred due to a bending overload followed by a final tension overload. The condition of the returned incident device was consistent with the complaint that needle failed to retract. The evaluation attributed the retraction issues to the fractured hypotube. The fracture likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6), 2012.according to the complainant, the needle would not retract back into the sheath, during the procedure. The physician was able to complete the procedure with another injection gold probe device. No damaged to the scope was reported.no patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.